Manufacturer narrative:
(B)(4). Conclusion: degree of angulation is 90 degrees.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. Currently, the proximal aorta is 20 mm in diameter and 10 mm in length. The degree of angulation is 90 degrees. There is mild tortuosity and mild calcification. It was reported that patient presented emergently and the CT revealed there was a type iii fabric endoleak, with a contained rupture. Coils were placed in the sac through the tear of the stent graft. The endoleak did not resolve. The patient received additional treatment where an endurant aui was implanted and a fem-fem was performed. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.